Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause cannot be determined, as the device was not returned for physical evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the light source had deformation in the front and the air was not flowing. The issue was found during the procedure and was cancelled and there was no replacement as it was the only unit at the hospital. There were no reports of patient harm.